Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication resulting in the patient's death cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. A review of the device logs for the instruments used during the reported procedure was conducted. All instruments used in the case were used in subsequent procedures, with the exception of the following: the vessel sealer and the sureform 45 and 60 stapler instruments, which are single-use instruments, and the medium-large clip applier instrument. Site reviews showed that no complaints were filed against these instruments. Review of the system logs found no relevant errors during the associated procedure. Additionally, multiple procedures were performed on the system after this reported event. Device history record (DHR) reviews for the system and all instruments involved with the reported event found no related non-conformances. An isi medical safety officer review of the event was performed and concluded that based on the information in the summary of events, insufficient information is available to determine if any isi instruments or products contributed to the cause of death. This complaint is considered a reportable adverse event due to the following conclusion: it was reported that a patient underwent a davinci-assisted cardiac gastrectomy procedure on (B)(6) 2023 and then expired on (B)(6) 2023. The hospital contact was unable to disclose further information. The cause of death, the contribution of the davinci system to the patient outcome, and any medical interventions are unknown.

Event description:
It was reported that a patient underwent a davinci-assisted cardiac gastrectomy - proximal procedure on (B)(6) 2023, and then the patient expired on (B)(6) 2023. The reporter stated that due to the sensitive nature of the event, the hospital was unable to disclose further information. The cause of death, the contribution of the davinci system to the patient outcome, and any medical interventions are unknown. The procedure was reportedly completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Section b5: additional information was obtained from the primary surgeon (the minister of gastrointestinal surgery) for this procedure after the patient had expired via the intuitive surgical, inc. (Isi) clinical sales representative. Although the details of the cause of death are unknown, the surgeon confirmed that the issue was not caused by da vinci products based on a video review. (The video was not provided to isi.) Postoperatively, it was reported that intestinal bacteria was detected in the right lung, which was determined to be a postoperative complication that occurs with any surgical procedure. An autopsy was not performed at the family's request. It was unknown if the patient had any pre-existing conditions which may have contributed to their death. The additional information was reviewed by an isi medical safety officer (mso) on 04-may-2023. It was concluded that the additional information suggests this patient died of a pulmonary infection which grew enteric bacteria. The exact organism and method for which this infection may have seeded in the lungs were not provided. Post operative pulmonary infections that are caused by enteric organisms can happen for a variety of reasons including bacterial translocation, aspiration, and a variety of other potential sources. This post operative complication is not unique to robotic surgery and no allegation or evidence of any issue with any intuitive surgical instruments or products has been provided. This new information does not change the final clinical assessment; insufficient information is available to ascertain if any intuitive instruments or products contributed to this event.